Event description:
A customer reported to baxter (B)(4) an interlink continu-flo solution set in which the tubing was cut. According to the report, the blue clamp was clamped, it cut the tubing set. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed. The sample evaluation confirmed the reported issue of a cut in the tubing. The most likely cause is a misalignment of the kahle machine during manufacturing and the operator did not see the defective sub-assembly. However, an exact root cause is unknown. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.